Event description:
It was reported that there were issues with the charging port. There was no reported impact to the customer¿s blood glucose level. The patient declined troubleshooting and was in the process of obtaining a new device.